Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing twitching which was preventing the patient from sleeping. The patient's left ventricular (lv) lead was reprogrammed and the twitching was resolved. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which clarified the twitching was phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.